Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient took a nap and slept on their device. While the patient was sleeping, the connector broke, causing an insulin leak and resulting in a blood glucose increase to 300 mg/dl. The patient took immediate action by replacing the entire setup and subsequently returned to stable condition with a blood glucose level of 187 mg/dl. Replacement components were sent on a non-urgent basis. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.